Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the during a sialoendoscopy a breakage occurred. Foreign material was left inside the patient. No harm to patient, user or third reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned to manufacture on january 13,2025, and investigation completed on february 5,2025. The customer's complaint has been confirmed. The hose nozzle/insulation has separated approximately 20 mm from the distal end.as a result, the loose part moves forward when the catch basket is actuated or extended, restricting its functionality.the most probable cause of the issue is user error the stone catcher appears to have been cut at a sharp point due to shaft movement. The event is filed under internal karl storz complaint ID: (B)(4).